Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that the implant at tooth site #27 was removed due to peri-implantitissymptoms as a result of the event: pain & inflammation.